Event description:
The doctor was burned on the finger while using the 711sw electrosurgical pencil. This occurred approximately april 1997. The doctor thought when this happened that it was caused because the pencil was cracked. The doctor now thinks he was burned through the plastic body of the pencil. The pencil had been used approximately 50 times.